Manufacturer narrative:
If device is returned. Evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4)this spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complain (pc), concerns a (B)(6) chinese female patient.medical history and concomitant medications were not reported.the patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), from a cartridge, 22iu twice a day, subcutaneously for the treatment of diabetes mellitus starting on 2014. In 2015, the patient started using an unknown reusable pen to administer insulin lispro protamine suspension 75%/insulin lispro 25%. In (B)(6) 2015, the patient had a trouble with the injection pen due to button could not be pressed down ((B)(4)/ lot 1110d02). On (B)(6) 2016, the patient experienced blood glucose high. The fasting blood glucose was 10 and postprandial blood glucose was 25 (referrer ranges not reported), thus he was hospitalized (it was not reported if she was hospitalized on the same day). Subsequently, in the hospital; fasting blood glucose was 6 and postprandial blood glucose was 7. Information regarding corrective treatment and outcome of the event was not reported. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was not reported.the operator of the reusable device was the patient and her training status was not provided. The device model duration of use and the reported device duration of use were not provided but it was started in 2015. If device was returned, evaluation would be performed.the reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment or the reusable device.update 29-feb-2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and added the (B)(4)/ lot 1110d02 to the device tab and narrative.

Manufacturer narrative:
Evaluation summary: a patient reported the injection button of her humapen ergo ii device could not be pressed down. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1110d02, manufactured october 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to pen jams. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complain (pc), concerned a (B)(6) female patient. She had no medical history or concomitant medications. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25), from a cartridge, 22iu twice a day, subcutaneously for the treatment of diabetes mellitus starting on 2014. In 2015, she started using humapen ergo ii to administer insulin lispro protamine suspension 75%/insulin lispro 25%. In (B)(6) 2015, she had a trouble with the injection pen due to button could not be pressed down (product complaint (B)(4)/ lot 1110d02). On (B)(6) 2016, she experienced blood glucose high with a fasting blood glucose of 10 and postprandial blood glucose of 25 (no units or reference ranges reported), thus she was hospitalized (it was not reported if she was hospitalized on the same day). Subsequently, in the hospital; fasting blood glucose was 6 and postprandial blood glucose was 7 (no units or reference ranges reported). Information regarding corrective treatment and outcome of the event was not reported. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was not reported. The operator of the humapen ergo ii device was the patient and her training status was not provided. The humapen ergo ii model duration of use and the reported humapen ergo ii duration of use were not provided but it was started in 2015. No evaluation performed as the device was not returned. The reporting consumer did not know if the event was related to insulin lispro protamine suspension 75%/insulin lispro 25% treatment or humapen ergo ii device. Update 29-feb-2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and added the product complaint (B)(4)/ lot 1110d02 to the device tab and narrative. Update 09-mar-2016: information from initial reporter received on 07-mar-2016. The reporter could not provide reference ranges for blood glucose values provided. No other changes were performed in the case. Edit 15-mar-2016: information received from the rcp on 23-feb-2016. Product complaint reference number was received, which was previously processed. No adverse event information was received. Edit 23-mar-2016: upon internal review suspect device type humapen ergo ii was written in the narrative instead of unknown reusable device. No other changed performed. Update 24mar2016. Additional information received 23mar2016 from the product complaint safety database. To the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch device information, and the narrative was updated accordingly.